Manufacturer narrative:
Device evaluation. The spectra cylinder was visually and functionally tested. The cylinder passed the bend test with a force readout of less than 1390 grams. The cylinder therefore performed within specification. Product analysis did not identify a device malfunction.

Event description:
It was reported that the patient had the spectra penile prosthesis removed due to a failed prosthesis. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. The patient was stable following the procedure.